Event description:
A us dist contacted zoll to report that a pt experienced an appropriate defibrillation event. The pt was at home at the time of the event. After review of the downloaded data, it was confirmed lifevest appropriately treated ventricular fibrillation (vf) four times on (B)(4) 2015 at 17:33:45, 17:37:13, 17:37:40, and 17:44:02. The first treatment converted to sinus bradycardia at 40bpm. The second and third shock did not convert. The fourth shock resulted in post-shock asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation. Downloaded ECG data was analyzed by a zoll ECG technician. The zoll ECG technician concluded that there is evidence of CPR artifact within the ECG strips. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was taken to the hosp where the lifevest was removed. The pt continued to wear the lifevest six days later.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation. The pt was taken to the hosp where the lifevest was removed. The pt continued to wear the lifevest six days later. (Other): device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4); electrode belt sn (B)(4) 05/2013 - initial use.